Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The hard drive was reformatted and the software and configuration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 2800 system would not save images when pulling up a new pt exam and that other images would show up. No pt injury was reported.